Event description:
Allegations of one or more of the following, severe capsular contraction, dyspepsia, gi discomfort, gastritis, nocturnal reflux symptoms, burning and shooting pains at the site of the breast implant, constant fatigue and extreme exhaustion and joint pain.